Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 48-year-old male presented with acute myocardial infarction and cardiogenic shock, initially assessed as scai shock stage a, and was supported with an impella cp device inserted via percutaneous right femoral arterial access. During support, low pump flow alarms associated with persistent suction events were reported and did not resolve with routine management. An echocardiogram was subsequently performed, revealing a large left ventricular (lv) thrombus. The patient¿s act at the time was reported as 22.5 seconds, below the recommended therapeutic range. The physician elected to remove the impella cp at the bedside, and a large clot was observed on the device upon explant. Additional lv thrombus remained in situ, and the patient was not considered a candidate for re-implantation of mechanical circulatory support. The patient survived the procedure and was reported to be stable at the time of device removal. The low flow and suction events were associated with significant lv thrombus and subtherapeutic anticoagulation.